Event description:
Device was placed in patient five weeks earlier. Retrieval was planned, but cavagram showed the filter was severely tilted with legs protruding outside the caval wall. Physician decided retrieval was not possible.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention. This event is being reported as this device is the same or similar to a device sold in the us, product catalog number rf310f.